Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the patient did not complete the programming before he used the pump. Yesterday the patient paired the pump to the meter but did not put the settings into the pump. Reporter noticed no history in the meter for blood glucose (bg) check for 12 hours. Patient has not bolused for the last 12 hours. Current bg is 543 mg/dl with no symptoms other than the frequent urination and thirst patient always has with high bgs. Patient has not checked for ketones. Customer support assisted patient with the programming of the pump and patient is able to use the pump at this time. Cs advised patient to follow up with health care provider for additional assistance with bg management. There is no indication of pump malfunction. Bg during a follow-up call was down to 354 mg/dl and reporter will recheck through the night. This issue is being reported because a patient on pump therapy experienced hyperglycemia subsequent to the use error of not programming the pump prior to use.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/28/2014 with the following findings:. The black box begins on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2013 have been overwritten. Review of the available black box and alarm history shows no alarms related to the complaint. The tdd¿s add up correctly and reflect the user programmed basal rate. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range. Unable to duplicate the complaint, information for the complaint is overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.